Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) prematurely due to battery impedance. When the device reached eri the patient experienced pacemaker syndrome. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns . (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated the eri (elective replacement indicator) is the result of high internal battery resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.